Manufacturer narrative:
Analysis of the pump (sn; (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft-bearing. Residue was the motor gear train contributed to the motor stalls. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. The previously reported conclusion code no longer applies to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, lot# unknown, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign patient and healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (concentration and dose unknown) via an implantable pump for an unknown indication for use. On (B)(6) 2017, the patient called a pain clinic and reported a two-tone critical alarm sounding with 10-minute intervals. The clinic was unable to take the patient due to a flood emergency, so the patient was advised to present at a local emergency room. A healthcare professional (hcp) was notified and was going to advise the patient's local emergency room department on further treatment for the patient. There were no known environmental/external/patient factors that may have contributed to the event. No diagnostics/troubleshooting actions were performed due to the patient not being in the vicinity of the refill clinic. The hcp advised a colleague of "probable need to perform replacement surgery". A surgical intervention was planned but not yet scheduled. The event was not resolved at the time of this report. The patient's status was listed as "alive - no injury". On (B)(6) 2017, additional information was received from a foreign manufacturer representative (rep). Additional information reported the pump delivered morphine (15 mg/ml at a dose of 5.490 mg/day) and ropivacaine (5.0 mg/ml at a dose of 1.8299 mg/day). Logs indicated a motor stall first occurred on (B)(6) 2017 23:23. An active audible alarm was silenced on (B)(6) 2017 at 13:45. A motor stall recovery occurred on (B)(6) 2017 at 19:49. Another motor stall occurred on (B)(6) 2017 at 16:47 with a motor stall recovery occurring on (B)(6) 2017 at 16:05. Another motor stall occurred on (B)(6) 2017 at 23:29 with a motor stall recovery on (B)(6) 2017 at 12:42. A final motor stall was recorded on (B)(6) 2017 at 13:56 and a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 13:56. The pump was explanted on (B)(6) 2017 and it was not replaced because the catheter was entirely in the pump pocket instead of intrathecal space. The cause of this was not known. The hcp had questioned the patient about this and "it seems likely that [the patient] went through withdrawal symptoms in the middle of last year". It was reported the patient experienced a metallic taste and nothing else.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), explanted: (B)(6) 2017, product type: catheter. Product ID: 8596sc, lot# 0205122016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the explanted catheter included a long connector. The device specific information was obtained. There were no further complications reporter/anticipated.